Event description:
Philips received a complaint from customer biomed, reporting the display on the v60 ventilator would not power on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) confirmed the reported issue. The biomed reported the device was equipped with a hydis display and needs to order a replacement. The rse advised the customer the user interface (ui) assembly required replacement and would not be available until december 2023. The repair for this unit cannot be conducted at this time due to the part(s) being unavailable at this time. The material, ui assembly, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.